Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the clip becoming caught in anatomy appears to be related to user technique/procedural conditions. The reported foreign body in patient appears to be related to the procedural circumstances of the clip becoming caught in the anatomy. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report clip caught on chordae and deployed on the chords. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) was advanced to the mitral valve and during clip placement, the physician added to much m knob and + knob which made the clip dive medial into the commissure and get stuck in the chords. The clip ended up being deployed in the chords. A second clip was advanced, and the clip was placed in a2/p2 reducing mr to 2. There was not adverse patient sequela. No additional information was provided.